Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se performed a touchscreen calibration to address the reported issue and the ventilator passed all tests. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilators touchscreen had a fault. The ventilator was being used on a patient at the time of the reported event. However, there was no patient harm reported.